Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. As part of the investigation, olympus followed up with the user facility to obtain additional inform4ation regarding the reported event but with no results. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the physical evaluation, the reported e433 error was traced back to a defective generator board. The e433 error is a known issue and is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. In this case, the error e433 was most likely caused by a defective generator board. A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. As stated on the IFU (instruction for use) and as a preventive measure, the customer is required to check the function of all devices used prior to a procedure. In addition, a suitable replacement device must be provided during an application. The legal manufacturer will continue to monitor the field performance of this device.

Manufacturer narrative:
The concerned generator was returned to the service center for evaluation and confirmed e433 error code was cause by a faulty generator board. Only minor scratches and dents on the external top cover and front panel. The unit is currently running latest software. The repair is pending. A review of the repair history shows the generator was last serviced on november 15, 2019 due to an e433 error from faulty generator board. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Additionally, investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The account representative (ola) was informed that a high frequency electro-surgical generator unit reportedly had an e433 error malfunction that occurred during an unspecified therapeutic procedure. The generator restarts immediately and cannot verify the software or the error log as the unit restarts continuously. No death or serious injury was was reported.